Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of capture, loss of sensing, and low impedance were observed on the right ventricular lead. It was noted that the patient had a history of twiddler's syndrome. The lead was successfully capped and replaced.